Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient reported experiencing significantly inaccurate cgm readings, with the device displaying 42 mg/dl while a concurrent fingerstick blood glucose (fsbg) reading measured 419 mg/dl. No symptoms were reported prior to this discrepancy. The cgm was connected to the patient¿s insulin pump at the time of the event. Due to the significant difference between cgm and fsbg values, the patient sought treatment in the emergency department (ed) and was subsequently admitted to the hospital for treatment of diabetic ketoacidosis (dka); however, confirmation of the medical diagnosis was not mentioned during the report. Further details, including additional cgm and fsbg values before, during, and after hospitalization, were not available, as the call was disconnected before completion of troubleshooting questions. The patient confirmed that the sensor was removed during hospitalization and requested a replacement. Follow-up contact attempts were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data.the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.